Event description:
A pump malfunction was reported by the caller, identified by the malfunction code "malf 9." There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if any issues reoccurred, a suggestion the caller acknowledged and understood.